Manufacturer narrative:
As reported, a patient had placement of a trapease permanent inferior vena cava filter. Per the medical records, history includes factor v deficiency and hypercoagulable state with venous thromboembolism. The trapease filter was deployed below the level of the main renal veins. A post procedure ultrasound indicated that the ivc filter was in good position. The trapease vena cava filter malfunctioned and caused injury and damage to the patient, including, but not limited to, tilting of the filter, caval thrombosis and stenosis. Per the patient profile form (ppf), the patient reports anxiety and panic. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Stenosis of the ivc is associated with all ivc filter products and does not represent a device malfunction. A protective inferior vena cava (ivc) filter may later be incorporated into a chronic post-thrombotic ilio-caval obstruction (occlusive, requiring recanalization, or nonocclusive). Obstruction of varying types of ivc filters may occur due to primary thrombosis of the filter or capture of large emboli. Permanent ivc filters have been reported to obstruct in up to 20% of patients. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety and panic do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, a patient underwent placement of a trapease¿ permanent vena cava filter (referred to as "trapease filter," "device" or "product" hereinafter) at genesys regional medical center in michigan. Additional information was received from the patient profile form (ppf), indicating that the filter was unable to be retrieved because the filter was in place more than ninety days. It was too risky to attempt retrieval and future perforation and fracture were likely; although a removal attempt was not made. The patient reported suffering from daily anxiety and panic about the dangers of device failure. Medical records received indicated the patient¿s medical history at filter placement included factor v deficiency and hypercoagulable state with venous thromboembolism. The trapease inferior vena cava (ivc) filter was deployed within the inferior vena cava below the level of the main renal veins. A post procedure ultrasound indicated that the ivc filter was in good position. According to the information provided in the updated legal brief, the trapease vena cava filter malfunctioned and caused injury and damage to the patient, including, but not limited to, tilting of the filter, caval thrombosis and stenosis. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease permanent vena cava filter. According to the additional information received the filter malfunctioned and caused tilting of the filter, caval thrombosis and stenosis. The patient initially reported that the filter was unable to be retrieved because the filter was in place more than 90 days. An attempt to remove the filter was not made. The patient reports to be experiencing daily anxiety and panic about the device failure. The patient subsequently reported becoming aware of tilting, blood clots, clotting and occlusion of the ivc, approximately six weeks post implant. Additionally, a computerized tomography (CT) scan of the filter reported tilt, caval thrombosis and ivc stenosis. According to the medical records the indication for the device implant was factor v deficiency and hypercoagulable state with venous thromboembolism. The filter was implanted via the right common femoral vein and was deployed within the inferior vena cava below the level of the main renal veins. Post procedure ultrasound indicated the ivc filter was in good position. The patient tolerated the procedure well with no reported complications. There is currently no additional information available. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and/or occlusion and stenosis of the inferior vena cava (ivc) or the filter do not represent a device malfunction. Stenosis is an abnormal narrowing of a vessel. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Ivc filter tilt has been associated with practitioner technique, and/or the anatomy of the vessel, specifically asymmetry and tortuosity. Anxiety and panic do not represent a device malfunction and may be related to underlying patient related issues. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, a patient underwent placement of a trapease¿ permanent vena cava filter (referred to as "trapease filter," "device" or "product" hereinafter) at (B)(6) medical center in (B)(6). Additional information was received from the patient profile form, indicating that the filter was unable to be retrieved because the filter was in place more than ninety days. It was too risky to attempt retrieval and future perforation and fracture were likely; although a removal attempt was not made. The patient reports suffering from daily anxiety and panic about the dangers of device failure. Medical records received indicated the patient¿s medical history at filter placement included factor v deficiency and hypercoagulable state with venous thromboembolism. The trapease inferior vena cava (ivc) filter was deployed within the inferior vena cava below the level of the main renal veins. A post procedure ultrasound indicated that the ivc filter was in good position. According to the information provided in the updated legal brief, the trapease vena cava filter malfunctioned and caused injury and damage to the patient, including, but not limited to, tilting of the filter, caval thrombosis and stenosis. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. Per the implant records, the patient was prepped and draped using aseptic technique. Using a modified seldinger technique and under direct ultrasound guidance, the right common femoral vein was accessed. The venogram performed demonstrated a patent right femoral vein and a patent inferior vena cava with no thrombi or other venous abnormalities. The trapease filter was loaded and deployed within the inferior vena cava below the level of the main renal veins. Completion venography documented the filter in good position between the two limbs of the left circumaortic vein. According to the information received in the patient profile form (ppf), the patient additionally reports tilting, blood clots, clotting and occlusion of the ivc; experienced anxiety related to the filter and also reports that a computerized tomography (CT) scan of the trapease filter reported tilt, caval thrombosis and ivc stenosis, becoming aware of the reported events approximately one month after the filter implantation.